Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Factory service evaluation: the carefusion service center received the user interface module(uim) for the evaluation and repair. The service group performed a power cycle startup routine, physical/visual inspection and internal component inspection for damage components. The service group did not detect any failures as the device operated properly. The failure analysis laboratory agreed with the factory service evaluation. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer claims the touchscreen on this avea is unresponsive to touch commands during pre-use setup. The customer stated that this unit was not on a patient.